Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the dsiplay window, cracked battery tubet hreads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The esc and act buttons on the insulin pump were not responding when she tried to bolus. The customer had gotten out of the shower. Her blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.